Event description:
One pt sample with discrepant sodium and potassium results. Initial results were 109 mmol/l for sodium and 3.0 mmol/l for potassium. Same sample repeated recovered 129 mmol/l for sodium and 3.6 mmol/l for potassium. Initial results were reported. Pt not adversely affected. The field service representative was unable to determine a cause for the discrepancy.